Event description:
Instant heat pack was activated, wrapped in a pillowcase and placed on the neck of an elderly female pt for approximately 15 min. During this time, the area on the neck became red and blistered.

Manufacturer narrative:
A review of product warning labeling indicates to "wrap bag with thick dry or moist towel to obtain measured heating effect." A review of product instructions for use shows a discrepancy in the type of cloth to be used to wrap the bag (e.g. "Thick dry or moist towel.", "soft cloth"). A labeling change has been submitted to address this discrepancy. Attempts to contact the end user facility reporter have been unsuccessful. Should additional info become available, a follow-up report will be submitted.